Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the customer footswitch did not operate when attached to test motor. The srt performed internal inspection and observed the tan wire detached from rheostat. The srt confirmed the remaining wires had robust connections. The wire was reconnected and the srt performed verification / release testing of unit. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw foot switch was not working. There was no patient involvement.